Manufacturer narrative:
The returned handle was evaluated. Mechanical testing of the torque output demonstrated that the output met the drawing torque specification. The complaint could not be confirmed as the handle was found to meet specification and visual inspection found no damage or defects. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00019 thru 3012447612-2017-00021.

Event description:
It was reported that three instruments were damaged during surgery. The tip of a plug driver twisted during plug installation. The torque wrench did not output the required torque. The ring of a rod bender broke while bending a rod. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report two of three for this event.